Manufacturer narrative:
The check of the manufacturing charts of the lot # of delta tt cup involved (201400936) did not show any anomaly on the 50 delta tt acetabular cup manufactured with this lot #. No other complaints reported on this lot#. From the explant picture sent to lima corporate, showing the explanted delta tt cup, the cup appears to be osseointegrated. The available x-rays underwent a medical expert evaluation: he confirmed that the cup looked quite retroverted and this malpositioning could have indeed contributed to psoas impingement and pain. Therefore, the adverse event was not caused by the prosthesis itself, but was the consequence of a suboptimal positioning of the cup. Lima corporate is aware of a total of 8 cases related to post-op pain with a delta tt cup leading to revision. By considering a total of 51634 delta tt acetabular cups (model # 5552.15.xxx) marketed ww since 2007, the occurrence rate is 0.015%. None of the above mentioned cases have been classified as product-related; in fact, these cases are not related to a failure (e.g. Mechanical) of the prosthesis itself. The probable cause for these events is a suboptimal positioning of the cup (e.g. Overhanging and/or with incorrect anteversion/coverage). No specific corrective action for this case. Lima corporate will keep monitoring the market to promptly detect any other similar issue.

Event description:
Patient underwent a left hip arthroplasty on (B)(6) 2015. During this primary surgery a delta tt cup with a ceramic head and a h-max c stem were implanted; according to the info reported, a revision surgery was afterwards necessary due to psoas impingement and pain. Revision hip surgery was done on (B)(6) 2017. Components replaced during the revision surgery: ceramic head, delta tt cup and poly liner. Surgeon remarks that the cup was badly retroverted (it was sticking out of about 8 mm), causing pain even since primary surgery. Event happened in (B)(6).